Event description:
A physician performed an unspecified stenting procedure using the xact stent. The case ended without incident. However, 7 hours later, the pt developed a headache and a neurologist was consulted. A coronary bleed was discovered, and the pt died from this bleed.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.